Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was performed using a watchman fxd double curve access system (was) and a watchman flx pro laa closure device and delivery system (wds), in accordance with the package insert. After the was was positioned in the left atrial appendage, no blood backflow was observed during device insertion. An attempt to flush the sheath was unsuccessful, including with a syringe, raising concern for thrombus. The sheath was withdrawn; the activated clotting time (act) was 250 seconds. Once removed from the patient, the sheath was flushed and a large clot was identified, confirming thrombus-related obstruction. A new vascular access was obtained via a separate puncture in the left thigh. The closure device was subsequently deployed, and implanted. The procedure was completed successfully with no further complications.